Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, oversensing was observed on the device. Technical support was contacted and also observed functional undersensing. Technical support recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.